Event description:
I am now pregnant!!!!! I got this procedure done to p r e v e n t pregnancy as I have 3 children already and had to have a leep procedure done! Now I am high risk and have to drive over an hr to see a dr at (B)(6) and I had to quit my job! I have no income to support my children. (B)(4).